Event description:
Stretcher failed with patient in transort dropping approx. 4 feet with securely attached and restrained patient. Once stretcher hit the floor it bounced and turned over on its side - with patient securely restrained. Pt. Was taken to ER for evaluation and although bruised, there were no fractures - the report is made since patient was an unstable angina being transferred for a heart cath. Stretcher will be subsequently loaded with dead weight to approximate pts. Weight and the stretcher would not repeat failureinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.